Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with monarc subfascial hammock with the intention to treat pelvic relaxation with uterine prolapse, symptomatic cystocele and rectocele, and stress urinary incontinence. Plaintiff alleges to have experienced significant mental and physical pain and suffering, permanent and substantial physical deformity, and has undergone and will undergo corrective surgery or surgeries.